Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The patient reported that stimulation didn't seem to be working and it's hard to charge the implanted neurostimulators. Patient stated if they get the implanted neurostimulator charged to 100%, when they take it back out of MRI mode, it doesn't appear that the stimulation is coming on, and it will stay at 100% for hours, and if they let it sit for a while by itself, it ultimately goes down to 80-90% after a day, then takes maybe 3 hours or more to recharge. Patient said this started about 25 days ago. Patient mentioned that they have been trying to use therapy every day, but the device doesn't act like it's working; doesn't "get warm back there," and they might feel stimulation in their right and left legs, but it was working weird. Patient also mentioned that normally when the stimulation comes on, it won't stand their leg up or do other things in their leg until everything relaxes, but it's not doing that and the battery is not going down. Patient said they've had difficulty sleeping for the past week and a half. .the patient was redirected to their healthcare provider to further address the issue.